Event description:
It was reported that during a cystectomy procedure, on the first firing using a white cartridge with peristrips the device would not fire. On the fourth attempt to fire the firing trigger broke and the device partially fired. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. Upon further evaluation the firing trigger was noted to be out of its intended position and missing. No further functional testing could be performed due to the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). But unavailable at this time.